Event description:
It was reported by the rep the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported the jaw aperture was not as wide as normal. When the ets was fired, the stapler were poorly formed. This resulted in bleeding along the stapler line. Completed with another ets. There was no consequence to the pt.